Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels since the previous night (556 mg/dl). The infusion set had been changed out, however the issue did not resolve. Customer administered a manual injection to treat elevated bgs. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer discuss diabetes management with a healthcare provider to ensure that all settings are correct.